Event description:
Clinical study. Same case as #6000093-2005-00610, #6000093-2005-00611. It was reported that 273 days after a coronary artery drug eluting stenting procedure the pt had a reintervention for instent restenosis. Target lesion #1 was a 3.0 mm, 80% stenosed portion of the distal right cooronary artery (dist rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.00 x 12 mm drug eluting stent in the dist rca. Target lesio #2 was a 3.0 mm, 85% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.00 x 16 mm drug eluting stent in the mid rca. Target lesion #3 was a 3.00 mm, 70% stenosed portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 3.00 x 24 mm drug eluting stent in the prox rca. There were no pt complications. 273 days after the procedure the pt had a reintervention of angioplasty performed for instent focal restenosis. In the opinion of the physician the relationship of the reintervention to the taxus stent is "probable".

Event description:
It was further reported that target lesion 1(10 mm long) was identified in the distal right coronary artery (dist rca) with 80% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a taxus express2 8.8% 3.0 x 12 mm drug eluting stent, reducing stenosis to 0%. Target lesion 2 (14 mm long) was identified in the mid right coronary artery (mid rca) with 85% stenosis and a 3.0mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a taxus express2 8.8% 3.0 x 16mm drug eluting stent, reducing stenosis to 0%. Target lesion 3 (20 mm long) was identified in the prox right coronary artery (prox rca) with 70% stenosis and a 3.0mm reference vessel diameter. Target lesion 3 was treated with predilatation and placement of a taxus express2 8.8% 3.0x24 mm drug eluting stent, reducing stenosis to 0%. Hypertension medication was adjusted post procedure due to uncontrolled blood pressure and renal failure. The pt was discharged the next day on asa and plavix. 8 months after the procedure the pt had an abnormal adenosine myocardial perfusion scan, and the pt was admitted to the hosp for coronary angiography. 7 days later, cardiac catheterization revealed, left main 30-40% stenosis, lad mid 90% stenosis, 2nd diag 30-40% stenosis, prox rca 80% stenosis in the stented segment, left ventriculogram moderate anterolateral wall hypokinesia, lvef 45%. A taxus stent was deployed in the mid lad. It was recommended that the pt return in january 2005 for angioplasty of the prox rca stented segmen. 1 month later, the pt underwent cutting balloon angioplasty of the mid rca stented segment. The next day the pt was discharged on asa and plavix. In the opinion of the physician the relationship of the reintervention of the taxus stent is probable.